Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device overreported the urine output. The device reads the total bag volume rather than the difference to the current hour. Approximately 350 ml were in the bag and the device added 349 ml to the first 15minute hour block. It was also reported that the temperature would randomly drop to 26 or 30c and then come back to the actual temperature of 37.8 to 37.9c. Biomed downloaded the data logs to review and the device rebooted and reentered the patient case. After re-entering the patient case, the prior data was not displaying in the current hour or prior hours. The user navigated to the data history screen and then back to the main monitoring screen and once back to the main monitoring screen, the data was present on the device. However, the prior hours where temperature was not connected to the device, the device was showing 0.0c or 470972. The patient continued the monitoring session with no further issues. Per follow up information received via email on (B)(6) 2022, the issue was found while using on patient and there was no impact. That indicates a large weight was placed on the device around 319g and most likely a user hit resume on the device, since the confirmation happened after 5 seconds the tube was disconnected and then reconnected 15 seconds later which set the device into stabilization and after that, it seems to resume normal functionality. The event was confirmed by review of the case data and onsite personnel. The device continued the monitoring session.

Event description:
It was reported that the sensica device overreported the urine output. The device reads the total bag volume rather than the difference to the current hour. Approximately 350 ml were in the bag and the device added 349 ml to the first 15minute hour block. It was also reported that the temperature would randomly drop to 26 or 30c and then come back to the actual temperature of 37.8 to 37.9c. Biomed downloaded the data logs to review and the device rebooted and reentered the patient case. After re-entering the patient case, the prior data was not displaying in the current hour or prior hours. The user navigated to the data history screen and then back to the main monitoring screen and once back to the main monitoring screen, the data was present on the device. However, the prior hours where temperature was not connected to the device, the device was showing 0.0c or 470972. The patient continued the monitoring session with no further issues. Per follow up information received via email on (B)(6)2022, the issue was found while using on patient and there was no impact. That indicates a large weight was placed on the device around 319g and most likely a user hit resume on the device, since the confirmation happened after 5 seconds the tube was disconnected and then reconnected 15 seconds later which set the device into stabilization and after that, it seems to resume normal functionality. The event was confirmed by review of the case data and onsite personnel. The device continued the monitoring session.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is user fails to zero device and having additional volume in urine bag. However this could not be confirmed. The device history record review was not required as the reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use were found adequate and state the following: " adding initial urine when a new patient monitoring session is started, the system will ¿zero out¿ any volume of urine in the bag. Therefore, every new monitoring session will start with the current hour volume at zero. It is recommended that the user adds any initial urine volume in the collection bag using the urine output calculator. See section 6.9: add/subtract urine output calculator for details on adjusting current hour volume." Corrections: g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned